Event description:
The novasure advanced and novasure machine was set up appropriately during the procedure and the surgeon was able to successfully complete the prompts regarding testing the device to begin the ablation. During the middle of the procedure, an error message displayed on the novasure machine stating that the array was not properly deployed and that the ablation was not complete. The surgeon attempted to follow the instructions to complete the procedure, but the array was unable to deploy. We did not attempt to use the novasure again. The lot number for the novasure used is 23g14ra and the reference number is ns2013kitus.